Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about experiencing high blood glucose. He reported blood glucose level at 494mg/dl. Customer did not report a hospitalization or medical intervention. He stated that he has been having problems with the insulin delivery and had to change his infusion set multiple times. During troubleshoot; high pressure test passed, customer confirmed that the drive support cap is recessed, no reservoir or infusion set occlusion, no bent cannula and no insulin leaks noted. Customer stated he might be experiencing scar tissue at insertion site.